Event description:
It was reported that an ilet pump developed a cracked display and the touchscreen became unresponsive, preventing device interaction and pairing with the mobile app; the user was guided to restart, force close, and reopen the app, and a replacement was arranged. Symptoms included no injury and loss of touchscreen function. Outcomes included interruption of normal pump use with reliance on cgm independently of the pump. Investigation included technical support troubleshooting, review of device performance, and collection of device return logistics. Investigation of this case revealed physical damage to the display consistent with user-reported crack and resulting loss of touch functionality, with no alerts or alarms reported. It was concluded that the event was attributable to damage to the device¿s display component leading to a nonfunctional touchscreen, with no patient harm reported.